Event description:
Customer reported the pull tab and slider are broken on both the right and left panels. Additionally, there is a hole on the netting located on the foot end panel. The product issue was discovered during setup. There was no pt contact reported.

Manufacturer narrative:
(B)(4) - zipper slider, pull tab broken. Results: inspection of the returned product shows the window side right zipper slider body is open and 3 elements are open. Additionally window side left has a one inch hole in the netting and panel side foot has a four inch hole in the netting. Note: posey instructions for use warning indicates: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Test that all of the zippers open easily and close securely along the entire length of the zipper. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Add'l warning indicates: never use the bed if the zipper pull-tab is missing or broken. (B)(4).